Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope tested positive for unexpected bacteria growth. It was reported that the endoscope was culture tested three times after the facility staff forgot to return the scope to the sterilization unit after usage and the scope was standing for two days without disinfection and cleaning. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: air/water cylinder has discoloration; suction cylinder has discoloration; distal end cap cover has a crack; light guide lens has a crack; adhesive on bending section rubber has visible thread; due to wear of angle wire, bending angle in down direction does not meet the standard value; universal cord is deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no growth detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.